Manufacturer narrative:
No lot number was provided. The reported date code showed the product in question predates 1990. Based on the manufacturing lot number provided, product is in excess of 17 years old. Past studies of polyurethane ureteral catheters has determined that the material can become brittle when exposed to aging periods in excess of 7 yrs. Non-aged polyurethane ureteral catheters are typically compliant and flexible. A 5 yr expiration date was placed on these products in the early nineties. Upon inspection of the returned sample, the catheter was received in two pieces and appeared to have broke approx in the center. One section of the catheter measured 37.4cm and the second section measured 32.4. The edges at the breaks on the catheter were very jagged. The material can become brittle when exposed to aging periods in excess of 7 yrs. Non-aged polyurethane ureteral catheters are typically compliant and flexible. The result of the investigation was confirmed for the device broke, user-related, catheter used well beyond its shelf life. Baseline report previously provided.

Event description:
It was reported that the catheter broke during the procedure. The reported date code showed the product in question predates 1990. This product used was in excess of 17 years old. Additional information has been requested, but not yet received.